Manufacturer narrative:
Name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a low blood glucose event of 52 mg per dl on the first day of abdomen infusion set use due to an over bolus for a meal which was treated with carbohydrate intake (B)(6) 2026.